Event description:
The customer reported to olympus, the gastrovideoscope exhibited air/water leakages during reprocessing. Th device was returned and an evaluation revealed, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Discoloration of the bending section cover adhesive was noted. A shock was applied to the distal end (handling issue). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations at the site of detection of the foreign material and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may add be difficult to effectively reprocess the endoscope." 4) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. Please see updates to d9, h3 and h10. A device evaluation revealed, neither air nor water at the output of endoscope was observed due to a clogged nozzle. The bending section cover had scratches. The distal end cover was dented. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.